Event description:
Additional information received reported the cause of the event was determined and it was not device related. Reprogramming was not needed. There was a date noted for (B)(6) 2015. Interventions taken or actions taken to mitigate or resolve the event was pain medication; there were muscle spasms. The healthcare provider (hcp) was with the patient in the patient in the office.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was affecting the patient¿s chest area instead of his lower back as it was in the beginning. The stimulator had been shut off for the past 5 days. It was reported that the patient was overwhelmed and had tried to get the stimulator to work for him. It was stated that there are also concerned about the restrictions they have read in patient manual and reported that they were never informed of these restrictions before. The patient was implanted on (B)(6) 2014 and began having problems with the stimulator from (B)(6) 2014 until the ER visit. The caller stated this "has all been a nightmare from the get go." The interventions or outcome of the event is unknown. Follow up was done to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).